Event description:
A report was received that the pt's ipg was replaced during lead repositioning surgery to achieve better coverage. The pt's ipg would heat up when the stimulation was on, so the physician decided to replace it. The pt is reportedly doing well and receiving good stimulation following the procedure.